Event description:
The needle is defective-when retrieving core sample it's fragmented and not in one piece. Spoke with ultrasound tech., who stated that approximately two weeks ago, during a breast biopsy, a pt sustained 12 biopsy sticks in order to obtain three core samples. Pt tolerated procedure well.